Event description:
The customer reported this lead was capped because during a change out for the pacemaker being at eol, it was found that this lead was fractured. A new oscor lead was implanted. The lead was actively implanted for approx 4 years, 5 months.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.